Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported the metal bit on the inside of the battery compartment had fallen off. In addition to this, the plastic ring around the cannula chamber has also come off as well. The customer requested the insulin pump be fixed or replaced. The insulin pump will not be returned for analysis.